Event description:
The customer biomedical engineer reported that they had a speaker malfunction error message when an intellivue multi-measurement server (x2) was connected to a mx800 monitor. The x2 speaker was found to not produce sound. No adverse event or patient harm was reported.